Manufacturer narrative:
Per device history records implant met spec prior to being released to market. Device was not returned.

Event description:
Patient underwent tlif on (B)(6) 2015. Spacer migrated into canal requiring revision (B)(6) 2015.